Event description:
It was reported by the customer "transfused a patient's treatment without issue however on disconnecting and flushing the line it blocked. Myself and two other nurses assessed the patient and the needle, ultimately removing it. We tried to flush it when it was out of the patient and it really wouldn't let us, it was totally blocked. We re-accessed the patient with a new needle and flushed the port without issue, providing it was not the port that was a problem." (B)(6) 2025 - during evaluation, a small grey material was found within the tubing of the infusion set.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of an occluded infusion set is confirmed and was determined to be use related. One 22 g powerloc infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. A grey needleless injection cap was returned on the luer hub of the device. An attempt was made to flush the returned sample with a 12 ml syringe of water; however, the returned sample was found to be occluded near the needle housing. A microscopic observation revealed a small, grey material occluding the proximal end of the needle within the tubing of the device. This material was observed to be soft and pliable and was found to be similar in texture and appearance to the material of the valve of the needleless injection cap returned on the luer hub of the device. Additionally, the outer surface of the valve of this needleless injection cap was observed to be damaged, suggesting the valve of the needleless injection cap may have been cored by insertion of a needle which caused the material to become dislodged and ultimately occlude the needle of the infusion set. This complaint will be recorded for future trending and monitoring purposes.